Event description:
It was reported that this device exhibited atrial channel oversensing of ventricular signals, resulting in multiple inappropriate atrial tachy response (atr) episodes. Technical services (ts) discussed programming optimization with the field representative including adjusting the right atrial (ra) sensitivity, as the p waves were low. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.